Event description:
The screw split during implantation in the patient with the screwdriver. The screw was removed, failed and replaced with another one.

Event description:
The screw split during implantation in the patient with the screwdriver. The screw was removed, failed and replaced with another one.

Event description:
The screw split during implantation in the patient with the screwdriver. The screw was removed, failed and replaced with another one.